Manufacturer narrative:
The hill-rom technician replaced the brake/steer caster, the brake bearing, block and adapter to repair the bed.

Event description:
Information received indicates the brake will engage, but will not hold.